Event description:
The device was used during a laparoscopic oopherectomy. It was reported the device was fired twice on the infundibular pelvic and the ovarian ligaments. The staple line bled and approximately eight device clips were used to achieve hemostasis. Rep reports evu35, two cartidges, lot# gh4324 were used during procedure. The device and cartridges were not saved. The original blue cartridge from the device was not used. There was no consequence to the pt.

Manufacturer narrative:
A1,2,3,4;b6,7;d10: info unavailable. D6,h4,6: info unavailable, device not returned for analysis.